Event description:
It was reported that the ilet issued an occlusion alert during a mealtime, which prevented a meal announcement and resulted in elevated blood glucose; the user declined a supply change, disconnected the pump, and performed a line prime until drops were observed, after which the alert cleared and a meal was announced with subsequent improvement in glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the cause was not established, with a lack of therapeutic effect reported during the alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.